Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. In addition, there was a kink in the cable near the hdmi connector. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. When the reported smart cable was connected to known, good, test verathon equipment, the image cut out. The smart cable failed verathon's functionality testing. Upon completion of the evaluation, the device was scrapped due to the customer already being provided a replacement smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.